Event description:
A report was received that following a non-device related fall the patient underwent a pocket revision procedure. During the procedure, the physician noticed granuloma at the pocket site around the ipg. The granuloma was removed. It is likely that the granuloma was caused by the fall but the physician was not certain. The patient was doing fine post operatively.